Event description:
The customer reported a system (se) error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The patient was connected either at the time of the alarm or observed air. Proper procedures, per the user manual, were reviewed with the customer. The home patient (hp) would complete therapy with manual supplies. There was patient involvement, however no adverse event were indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not available and the lot number was unknown; therefore, no evaluation could be performed. A follow-up report will be filed if any additional relevant information becomes available.